Manufacturer narrative:
(B)(4).

Event description:
It was reported " in the process of balloon inserted, it was difficult to push and could not continue to push. After several attempts to withdraw the balloon, it was found that the tip of the balloon had been deformed and fractured, and the balloon was replaced with a new one, and the placement was normal." Replacement device placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab insertion difficulty was confirmed upon investigation of the returned sample. The customer returned a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number for the returned sample (inp-2, inp-3) for investigation. The sample was returned in a cardboard box and was loosely packed in the original packaging box (inp-1). Upon return, the peel away sheath was noted on the iabc (inp-9). The one-way valve was tethered to the short driveline tubing (inp-6). The bladder was fully unwrapped (inp-7). The iabc central lumen was noted bent at approximately 5.1cm from the iabc distal tip (inp-8). Dried blood was noted on the exterior surfaces of the returned sample no obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " in the process of balloon inserted, it was difficult to push and could not continue to push. After several attempts to withdraw the balloon, it was found that the tip of the balloon had been deformed and fractured, and the balloon was replaced with a new one, and the placement was normal." Replacement device placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."